Manufacturer narrative:
The device has not been returned to the manufacturer. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited info provided.

Event description:
User brought his bgstar meter to the pharmacy due to abnormal values. His bgstar indicated blood glucose values at 0.69 g/l but after he needed medical intervention due to hypoglycemia. When his physician controlled pt's glycemia, the value was 0.40 g/l.